Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator generated error codes that rendered it into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occurred.